Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that medication was noted to be leaking from a portion of the texium connector. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of leaking from a texium connector was not confirmed. Visual inspection, functional and pressure testing showed no issues with the connector. The root cause of the reported leaking from the connector could not be determined.

Event description:
The customer reported that medication was noted to be leaking from the white portion of the texium connector after oxaliplatin had been infusing at approximately 300ml/hr for approximately 20 minutes. The connection had previously been checked for secure attachment when connecting to the patient. The connection was loosened and reattached after the leaking was noted and this did not stop the leaking. The texium was removed and the infusion was restarted without it. There was no harm to the patient other than a 10 minute delay in care as staff assessed the situation and cleaned up the chemo spill.